Event description:
During an arthroscopic subacromial decompression and excision of the left subclavicle on 4/4/94, the meniscutone blade tip broke-off from the shaver. The surgical area was explored to try to obtain the metal tip, no foreign body could be identified. Post-op x-ray taken in physician's office revealed foreign body in left shoulder. Excision of foreign body was done on 4/13/94.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.